Event description:
Complainant reported that a (B)(6) female patient presented at (B)(6) hospital with a stemi (st segment elevation myocardial infarction). While the staff was in the process of preparing the patient for air-transport to one hospital, the patient coded. The patient was administered 3 pressors and an impella cp was successfully placed in the patient's lfa (left femoral artery.) The impella was turned on, and was reported to have been working well. The patient transport was then changed to (B)(6) medical center. During check-in at (B)(6) medical center intensive care unit immediate suction alarms occurred when the suction control was disabled. During advancement of the repositioning sheath the catheter came out of the left ventricle. The physicians attempted re-advancement of the catheter multiple times, but they were unsuccessful. A second impella was inserted, into the right femoral artery (rfa) and was successfully placed into lv and turned on without issue. The physicians pulled the impella cp in the lfa down into the descending aorta/lfa and left it in place, but with the power off. The patient was sent to the ICU with the impella cp in the patient's rfa and in auto mode. It was determined that the patient had no pulse in the right foot, but in the ICU a dopplered pulse was found in the patient's left foot. A vascular surgeon was consulted and saw the patient on (B)(6) 2015 and continued to follow the patient. The patient was unstable, and was on multiple pressors and with blood sugars above 300. The following day the surgeon agreed to accept the patient at (b)(6() hospital for possible impella 5.0 or ECMO placement due to the patient's hemodynamic instability and the need for a higher level of care. The patient arrived at (B)(6) hospital where no pulses were palpated in either foot, and the legs were found to be stiff with no sensation. The impellas explanted and bilateral fasciotomies were performed. During that night, the patient required bilateral amputation below the knee (bka). Additional information received from the physician at (B)(6) medical center revealed that this physician was present when the patient was transferred from (B)(6) medical center this physician evaluated the patient's bilateral lower extremity ischemia. He felt that there was no flow in either extremity for a significant amount of time, and subsequently his team amputated both the patient's lower extremities. He reported that unequivocally that this event was unrelated to impella cp, and wast related more to the fact that the previous facility's team had left the device off and not running for the transfer, and had indeed pulled the device back into the pelvis and didn't leave it in the descending aorta. Both of these actions are in distinct opposition to the standard recommended procedure of leaving the device in the descending aorta and leaving the device running at a low p level. Despite the fact that this occurred with the device in place, he felt very strongly that this was a combination of a vasculopath as well as a patient who was not handled well medically from the decision-making standpoint. The physician did report that this patient's ejection fraction (ef) improved to 35%. The doctor further stated that this patient's recovery was likely due to the impella cp support.

Manufacturer narrative:
The impella cp was not returned for evaluation, as it was discarded subsequent to use; consequently an evaluation of the device and event was unable to be performed. The physician evaluated the patient's bilateral lower extremity ischemia. He felt that there was no flow in either extremity for a significant amount of time, and subsequently his team amputated both the patient's lower extremities. He reported that unequivocally that this event was unrelated to impella cp, and wast related more to the fact that the previous facility's team had left the device off and not running for the transfer, and had indeed pulled the device back into the pelvis and didn't leave it in the descending aorta. Both of these actions are in distinct opposition to the standard recommended procedure, (as outlined in the impella cp instructions for use) of leaving the device in the descending aorta and leaving the device running at a low p level. Despite the fact that this occurred with the device in place, the physician felt very strongly that this was a combination of a vasculopath, as well as a patient who was not handled well medically from the decision-making standpoint. Device not returned for evaluation.